Event description:
International affiliate reports that inspection of a returned loaner kit found the tip of the hex driver had broken off from the instrument. It is not known when/where tip breakage occurred.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
A visual inspection noted that hex tip of the driver had snapped off from the instrument. The broken hex tip section was not returned for further evaluation. Review of the device history record cannot be performed as the lot code is unknown. No definitive conclusions can be made. However, the noted damage suggests that the device hex tip most likely broke off due to an unanticipated torsional stress. In the absence of a product issue or observed trend, this complaint will be closed with no further action required.